Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on 04/14//2016 to report that they experienced no audio output and an adverse event on (B)(6) 2016. The patient had a missed low because the receiver did not beep. The patient's partner saw that the pt was seizing, checked the receiver, saw that it showed low and administered glucagon to the patient. The patient recovered. At the time of contact, the patient was fine. Additionally, the patient tested the receiver's audio function and it did not beep. No further event or patient information was provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, additional information/device evaluation, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).